Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Occupation: other, senior counsel, litigation.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, ivc perforation. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. The patient reported becoming aware of perforation of filter struts(s) outside the ivc, approximately six years post implant. The patient also reported experiencing chest, neck, side, and abdominal pain, limb weakness, confusion, dizziness, breathing problems, nausea and diarrhea. According to the medical record the patient had a history of hypertension, dyslipidemia, transient ischemic attack (tia), seizure and gastroesophageal reflux disease (gerd). The indication for implant was deep vein thrombosis in the left leg. The filter was placed via the right groin and the patent tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Due to the nature of the complaint the reported chest, neck, side, and abdominal pain, limb weakness, confusion, dizziness, breathing problems, nausea and diarrhea could not be further clarified nor a cause determined. These events do not represent a device malfunction and are most likely influenced by underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a3, a4, b2, b3, b4, b7, d1, d4, d11, g1, g3, g4, g7, h1, h2 and h4. Section b5: additional information received per the medical records indicate that the patient had a history of hypertension, dyslipidemia, transient ischemic attack (tia), seizure and gastroesophageal reflux disease (gerd). The indication for implantation was deep vein thrombosis in the left leg. The filter was deployed via the patient's right groin. The patent tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts(s) outside the inferior vena cava. The patient became aware of the reported event six years after the index procedure. The patient has also experienced chest pain, neck pain, pain in side, pain in abdomen, weakness of limbs (arms and legs), confusion, dizziness, breathing problems, nausea and diarrhea. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, inferior vena cava (ivc) perforation. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient had a history of hypertension, dyslipidemia, transient ischemic attack (tia), seizure and gastroesophageal reflux disease (gerd). The indication for implantation was deep vein thrombosis (dvt) in the left leg. The filter was deployed via the patient's right groin. The patent tolerated the procedure well.  Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts(s) outside the inferior vena cava. The patient became aware of the reported event six years after the index procedure. The patient has also experienced chest pain, neck pain, pain in side, pain in abdomen, weakness of limbs (arms and legs), confusion, dizziness, breathing problems, nausea and diarrhea. The patient additionally experienced anxiety related to the filter according to the information provided.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. The patient reported becoming aware of perforation of filter struts(s) outside the ivc, approximately six years post implant. The patient also reported experiencing chest, neck, side, and abdominal pain, limb weakness, confusion, dizziness, breathing problems, nausea and diarrhea. The patient has subsequently reported anxiety related to the filter. According to the medical record the patient had a history of hypertension, dyslipidemia, transient ischemic attack (tia), seizure and gastroesophageal reflux disease (gerd). The indication for implant was deep vein thrombosis in the left leg. The filter was placed via the right groin and the patent tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Due to the nature of the complaint the reported chest, neck, side, and abdominal pain, limb weakness, confusion, dizziness, breathing problems, nausea and diarrhea could not be further clarified nor a cause determined. These events in addition to anxiety do not represent a device malfunction and are most likely influenced by underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.